Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. Batch statement: the lot number was not provided; therefore, a search for production-related ncrs could not be performed.

Event description:
It was reported that during an embolization procedure, the first coil was connected to the detachment controller. The indicator initially turned green; however, when the physician attempted to detach the coil by pressing the button, the indicator turned red. The coil delivery wire was wiped, and the connection was verified to be properly inserted, but the coil still did not detach using the controller. When an attempt was made to remove the coil, it was discovered that the coil had already detached. It was reported that a second detachment controller was opened because the first controller exhibited the same behavior with another coil. The coils detached within the patient at the intended implant location, and the procedure was completed successfully. The patient left the procedure room in stable condition.